Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to this malfunction. There was no adverse impact on the customer's blood glucose level. The malfunction code was identified and resettable, and the issue had not been experienced in the last 24 hours. Technical support assisted with resetting the pump, and the malfunction did not recur. The customer was informed that they could continue using the pump and advised to contact support again if the issue reappeared, which they acknowledged and understood.